Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The reported internal leakage sub-test failure during the pre-use check, was caused by a defective air gas module according to our service engineer. Liquid was found liquid inside the air gas module. The air gas module was replaced, but has not been received despite several reminders. The received device logs are confirming the reported problem. Our service engineer also reports that the liquid was coming from the centralized gas supply system. It's our conclusion that the air gas module has been affected by the liquid present in the compressed air. According to the user´s manual maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
(B)(4).